Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a portex® uniperc® adjustable flange extended-length tracheostomy tube was unable to be secured in place. The tracheostomy tube had been in use for 11 days and the flange locking device was working until the date of the event. The patient was stable at the time of the event. The tracheostomy tube was replaced upon noticing the fault. No permanent injury was reported.

Manufacturer narrative:
One used tracheostomy tube was received for investigation. Upon visual inspection, it was observed that the blue locking clamp was not assembled correctly with the flange, resulting in an inability to fix the flange with the tube. The device was then disassembled and reassembled correctly, and the flange was able to be fixed to the tube. Due to fact that product was in use several days without any problem, the most probable root cause is that the blue locking clamp was disassembled from adjustable flange during use by user (it is not allowed in IFU) and then incorrectly assembled.